Manufacturer narrative:
It is indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2017-13263 and 2134265-2018-00101. It was reported that automatic pullback failure occurred. A 100v ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled. During the procedure, it was noted that the ilab froze twice during the case and after the start of pullback. Thus, automatic pullback failed. However, after rebooting the freeze issue was resolved. No patient complications were reported.